Event description:
At the gamma 3 long nail operation, after using the speedlock sleeve when the surgeon put the speedlock sleeve on the instrument table, one small pin fallen on the instrument table from the speedlock sleeve. The operation was complete without problem.

Manufacturer narrative:
Na